Event description:
It was reported the blade broke off during a laparoscopically assisted vaginal hysterectomy. The tip was left in the pt. A diagnostic laparoscopy was reportedly done the next day, and it not clear whether the piece was seen or not, but nothing was retrieved from the pt.